Event description:
The initial reporter stated that the pump would not deliver. They stated that it was set to deliver a dose of 375 ml at a rate of 32 ml/hr but that it only delivered part of that and failed to deliver the rest. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, but those attempts were unsuccessful. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.